Event description:
It was reported through clinic notes that a vns pt experienced an increase in seizures due to unk in (B) (6) 2009. Further interventions, according to the notes, were to increase the pt's vns output current. However, at the moment, the root cause of the increase in seizures is unk as well as the relationship with vns therapy. Good faith attempts to obtain additional information from the treating neurologist have been unsuccessful to date.